Event description:
During a laparoscopic ooporectomy procedure, the first device was not easy to close, and when fired, it only partially stapled and partially cut. A second device of a different code was used, and it only partially stapled and partially cut. Malformed staples were pulled out, with the concern that they could "hook" onto the bowel. A second like device was used to complete the case. Extra time was needed to pick partially formed staples out of the pelvis. There was no pt consequence.